Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Were there any patient consequences? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, the integrity and expiration date of the outer packaging of the suture were checked before surgery. After confirming that there were no errors, the suture was opened and held with a needle holder. During the surgery, the doctor found that the problem of pulling off suture needle happened while suturing the surface of the skin. The operation was immediately stopped and new suture was used to continue suturing, which delayed the operation time and posed a safety hazard to the surgery. No adverse patient consequences were reported. Additional information was requested.